Manufacturer narrative:
Product investigation was received, and the following fields were updated accordingly: section a-2 patient date of birth: (B)(6) 1940 . Section d-9: date returned to manufacturer: 10-jan-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed a lens stuck and overridden by the plunger rod in the tip of the cartridge with a haptic sticking out of the cartridge tip. The handpiece was disassembled and presented with no assembly issues. The lens was removed from the cartridge and cleaned, however it came out in pieces presenting with lens damage, a detached haptic, and haptic damage. The complaint issue could be confirmed; however, it may be attributed to handling during removal from the cartridge as well as an inadequate amount of ovd, suggested by the trace amounts of viscoelastic residue inside of the cartridge, and cannot be confirmed to be related to a manufacturing or design issue. Therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nc/ER was found as part of this manufacturing records review. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during product handling and prior to insertion the pre-loaded intraocular lens (iol) haptic bent when opened and the lens popped out. There was no patient contact. No further information is available.

Manufacturer narrative:
Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.